Manufacturer narrative:
(B)(4). Updated sections. Corrected section: d4 UDI#. The device was returned to the factory for evaluation on 01/09/2025. An investigation was conduced on 02/04/2024. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed. The tip of the harvesting device was observed to be bent forward. The clear cold silicone insulation on the cold jaw was observed to be peeled back, exposing the cold metal jaw. The clear silicone insulation on the hot jaw was observed to be intact. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw, with detachment at the tip of the hot jaw. No other visual defects were observed. No electrical testing was conducted due to the condition of the shaft tip, heater wire and peeled jaw. Based on the returned condition of the device as well as the evaluation results, the reported failure "failure to cut" was confirmed, as well the analyzed failures "peeled; delaminated; jaw", "material twisted/ bent wire" and "material twisted/ bent shaft" were observed. The lot # 3000417039 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Specific actions for the reported failure mode are being maintained and documented under maquet's corrective and preventive action (CAPA) system.

Event description:
N/a

Manufacturer narrative:
Tw# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that while performing a left leg ebvh bypass, vasoview hemopro, part vh-4000 would not cut, and only intermittently would cauterize. No issue with power supply /cord. This happened as soon as case started. A new vh-4000 was opened to finish the case. There were no injury and no liability to patient. No procedural delay.